Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's remote control would not communicate with the ipg. X-ray was taken and it looked as though the ipg was correctly oriented. Ipg replacement procedure had been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient's remote control would not communicate with the ipg. X-ray was taken and it looked as though the ipg was correctly oriented. Ipg replacement procedure had been recommended.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient&#38112;remote control would not communicate with the ipg. X-ray was taken and it looked as though the ipg was correctly oriented. Ipg replacement procedure had been recommended.

Manufacturer narrative:
Sc1132/(B)(4). Device evaluation indicated that the complaint was not verified. The depleted device was charged fully in one cycle, and it linked to a test remote control. The battery depletion rate and sleep current were within the expected range. The battery profile exhibited no charging issues. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient¿s remote control would not communicate with the ipg. X-ray was taken and it looked as though the ipg was correctly oriented. Ipg replacement procedure had been recommended.